Manufacturer narrative:
(B)(4).

Event description:
On 2015-12-09, information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump. Indications for use included non-malignant pain and failed back surgery syndrome. Medical history and concomitant medications were not reported. The patient had not been to see their physician since (B)(6); they would not see the patient without a referral. On an unspecified date in (B)(6) of 2015, the pump kept beeping every 10 minutes. The consumer stated that the pump had been empty for months. The patient wanted the pump turned off and taken out of their body. No patient symptoms were reported. The patient was to follow-up with a healthcare provider. Additional information regarding the drug in the pump, whether or not the patient found a physician to turn the pump alarm off, concomitant medications, medical history, circumstances that led to the pump alarm, steps taken to resolve the pump alarm, and resolution of the pump alarm has been requested. If additional information is received, it will be added to the event.